Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, concentric, 99% stenosis in the distal right coronary artery. Reportedly, the 2.0 x 8mm rx mini trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. Another rx trek balloon catheter was used and the procedure was completed without an issue. There was no reported resistance removing the protective sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.